Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated during routine follow-up. Several attempts were made to interrogate the device including a magnet reset but none were successful; the patient was hospitalized pending system revision. Additional testing was later performed wherein the device was reset again and then successfully interrogated. It was noted that all device diagnostics appeared normal. No further action has been taken to date. This system remains in service.